Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The x-stage cover was straightened. The system was now functional. No parts were replaced or returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. The was no patient involvement. The imaging x-stage cover was bent and making grinding noise. No complications were reported/anticipated.